Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition as system. The customer reported that two of the three plexi-glass coverings on the front positioning laser on the gantry have fallen off. There is no report of impact to the state of health of any patient involved.

Manufacturer narrative:
Investigation into the reported issue shows that the root cause of the plexi-glass coverings falling off was due to a combination of factors that resulted in a weak bond between the cover and laser window. These factors include an adhesive bonding line that was too thin and high mechanical stress. All affected customers have been informed of this reported issue via customer safety advisory notices (ct030/16/s or ct031/16/s). At present, the short-term solution for laser windows that have fallen out is to install a processed laser window with glue. The long-term solution for the installed base is to install a clip and a sealing ring, instead of using glue. This corrective action will become available via a future update instruction.